Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an open etch on a transformer located on the pace/defib engine board. The pace/defib engine board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.